Manufacturer narrative:
A company clinical applications specialist (cas) has been scheduled to visit this facility for potential training/usage recommendations. Additional, related information was requested but was not obtained. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. An internal investigation has been opened to address the reported issue. (B)(4).

Event description:
Upon additional follow up, this report addresses patient number three's left eye and not patient four as previously reported.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An account manager reported that a site had unexpected outcomes on eight patients based off of refractive analysis system recommendations. If original pre-operative plan would of been followed, results would have been much closer to the target outcome. Upon follow up, photo refractive keratectomy (prk) is being considered in the future for this patient. There are eight related reports. This report addresses the patient number four's left eye and other manufacturer reports will be filed for the remaining patients.